Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned low results for an unspecified number of patients tested for na+ electrode (na+) on a cobas integra 400 plus. The patients with low na+ results were in the emergency room with flu symptoms so the customer felt the low results fit their conditions. The customer was advised to replace the electrode, activate the electrode 2 times, calibrate, run quality controls and repeat the patient samples in question. Afterwards, the customer stated calibration and quality controls were acceptable and the na+ results appeared to be better. Erroneous na+ results were identified for 3 patient samples after repeat testing was performed. The erroneous results had been reported outside of the laboratory. The initial results had been run on na+ electrode with lot number 195030 with an unknown expiration date. The repeat results were performed with the new na+ electrode with lot number 21562847 with an expiration date of 04/2017. Patient 1 initial na+ result was 128 mmol/l. The repeat result was 136 mmol/l. Patient 2 (female with date of birth of (B)(6) 1973) initial na+ result was 131 mmol/l. The repeat result was 138 mmol/l. Patient 3 initial na+ result was 129 mmol/l. The repeat result was 137 mmol/l. The repeat results were believed to be correct. No adverse event was reported. The integra 400 plus serial number was (B)(4). The customer declined a service visit since replacing the electrode solved the issue.

Manufacturer narrative:
Based on information provided from the customer, the root caused of this event was determined to be pre-analytical issues. The customer was using a centrifugation time of only 3 minutes. Centrifugation time should not be any shorter than 10 minutes. The customer was advised of the recommended centrifugation time and indicated they are not having any further issues.